Manufacturer narrative:
Not yet established that this is a device malfunction. This event is being reported because we have not yet received the valve for investigation. The conclusion is expected to be that this will be a case where the device and patient anatomy are not compatible. It is apparent that patient anatomy was interfering with leaflet motion. When the device is returned it will be retested. In all past cases of this type of complaint, the device had been found to function according so specs. I.e., no malfunction. A follow-up MDR will be filed once we have the conclusion.

Event description:
(B)(4) reported that they received a complaint from (B)(6) hospital. Dr. (B)(6) implanted a onxmc-25/33 and found that the leaflet did not work properly. He explanted the valve and replace it with another brand to complete the surgery. Dr. (B)(6) inspected the explanted valve and found that the leaflet had no motion problem. He requested further investigation. Date of event is unknown.